Manufacturer narrative:
During the onsite investigation, the service tech replaced the display. Root cause was determined to be a faulty display. (B)(4).

Event description:
Customer reports the background illumination of the display does not work. No patient harm reported.